Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and transmitter. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-7040a, and mmt-1884. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the reported allegation and the customer received the sensor connected alert. Later on, the issue persisted again, it was unknown whether the was resolved or not. The customer called back to inform us that the issue remained unresolved. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-7841zn was requested and the customer response was the device was returned. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.